Event description:
PICC placed without event, feed smoothly. After treatment completed PICC was attempted to be removed. 8cm withdrawn then PICC became lodged at 40cm. Pt returned several times and encouraged to drink plenty and heat packs placed. Pt given temazepan and nitrodur patch plus enteric aspirin. PICC moved no further. Physician attempted to re-thread a 3fr stylet through the PICC at the entry site. The stylet pierced the catheter, which in turn weakened the catheter, and upon another attempt to remove, the catheter snapped. Physician was able to secure the external catheter with a suture. Pt went to theatres for surgical removal. Physician performed a subclavian cut-down procedure and removed the PICC. When visualizing the PICC in the transition between the cephalic vein and the subclavian there was thrombus in the area, however, the vessel was not totally occluded.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review is not possible, as no mfg lot number has been provided by the complainant.